Event description:
It was reported that the lead was unable to be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis found ptfe material and tissue was forming a blockage that impeded that guide wire that came with the lead. Once the blockage was removed, normal device characteristics were noted. No anomalies were found.